Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration, and rupture.

Event description:
Physician reports right side rupture diagnosed by ultrasound. Ultrasound confirms "rupture of the implant with silicone leakage and formation of silicone granulomas along the pseudo-capsule. Illustration of multiple reactive lymph nodes on the right axillary side". Device has been explanted.